Event description:
The jaw could not be closed when the physician was halfway the total laparoscopic hysterectomy. The physician replaced the subject device with a similar device. The procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This weill be supplemented if device evaluation becomes available.